Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. (B)(4).

Event description:
Customer's nurse reported via phone call that customer got insulin flow block alarm. Customer¿s blood glucose level was unknown at the time of incident. Customer also stated that insulin pump was exposed to moisture. Customer stated that the event was solved by changing the reservoir. Customer stated that they keypad was responsive. The reservoir will be returned for analysis and the insulin pump will be returned for analysis.